Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted: (B)(6) 2007.

Event description:
It was reported that post-operative the patient experienced decreased blood pressure, anorexia, and renal function failure. It was determined that the atrial lead and left ventricular (lv) lead were connected to the wrong ports causing a connection issue. A re-operation was performed and the leads were reconnected to the correct ports on the implantable cardioverter defibrillator (ICD). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.